Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery alarm. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer also mentioned that the insulin pump had a blank screen and the batteries were not lasting long enough. Customer was calling back after receiving a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
The insulin pump pump passed the displacement, self test, unexpected restart, off no power and all operating currents tested within the specification range. The pump was monitored and tested with no blank display or off no power alert noted.